Event description:
Customer reported observing the battery icon on the display screen of their freestyle flash blood glucose monitoring system. Additionally, the customer also noted an error 4 upon the insertion of a test strip. The meter was replaced. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on returned meter. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the famay2006 letter.